Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implantable neurostimulator (ins). The consumer reported that the ins battery wasn t charging and hadn t been charging for 6 months. The consumer reported that she had been having trouble with the ins since it was implanted. The consumer stated he was told he would not need to charge for at least a week, but he had to charge every day. The consumer reported that the night he came home from the hospital, the ins was dead. The consumer was currently seeing the reposition antenna screen on the recharger and poor communication screen on the patient programmer (pp). The consumer reported that the last time he charged his ins was back in november because he had an MRI. No further complications were reported. Additional information was made to correct event date. The event was confirmed to have occurred on (B)(6) 2017. Additional information was received. It was reported that from the beginning of the implant date the battery could never be charged to a full charge, usually only 1/2 charge. The issue had not been resolved. It was noted the patient had such a bad discharged state, they couldn't start to recharge without calling. The patient noted that with covid they probably waited too long to contact anyone.